Event description:
It was reported that balloon leak occurred. The target lesion was located in the popliteal artery. After a 6f non-bsc sheath and a 182cm v-14 control wire were placed, a 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. However, balloon leak was noted in the guidewire lumen. The balloon was not inflated. The procedure was completed with a different device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Device evaluate by MFR.: the device was returned for analysis. An examination of the returned device identified that the balloon had inflated. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. A microscopic examination identified that the shaft was completely detached at the shaft to distal tip bond. The balloon protector sheath was not returned for analysis. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the popliteal artery. After a 6f non-bsc sheath and a 182cm v-14 control wire were placed, a 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. However, balloon leak was noted in the guidewire lumen. The balloon was not inflated. The procedure was completed with a different device. No patient serious injury nor complications were reported.